Event description:
It was reported that the patient's generator was replaced prophylactically due to 11-25% remaining. The doctor indicated that though the generator wasn't fully depleted, the patient had been experiencing an increased seizure burden. The doctor wanted to know how much the output current decreased due to the generator being at <25% battery capacity. It should be noted that the patient's generator m103 provides full stimulation until the generator is at eos-yes pulse-disabled. No further relevant information has been received to date.

Event description:
The patient's generator was explanted generator was received for analysis, but analysis has not been received to date. It was reported that generally the patient had a huge benefit with the vns with seizures much less in number, frequency and burden. They indicated that there was no change in medication, treatment or life condition that would cause the increase in seizures. Output current was okay prior to explant . No further relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes, investigation conclusions, corrected data, the supplemental MDR 1 inadvertently omitted the conclusion code that indicates that the adverse event is related to patient condition.

Event description:
Product analysis was completed on the returned generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The intensive follow-up indicator was triggered. There were no performance, or any other type of adverse conditions found with the pulse generator.